Manufacturer narrative:
Technical support instructed the account to replace the up valves. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged that the head and knee sections will not work electrically or manually.